Event description:
It was reported that a device was used during a esophagogastrectomy. The patient experienced post operative bleeding. A conservative regimen: absolute diet, gastrointestinal decompression and high nutritional substance was completed with no complications.